Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented with premature battery depletion via merlin.net transmission. The battery went into relaxation, but the voltage continued to drop rapidly. The device is subject to advisory. Device replacement was suggested. The device was explanted and replaced. Low out of range pacing lead impedance and non-capture was noted on the ra lead. The lead was capped and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Review of the device image indicated the fuel gauge current was normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.